Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for a gi bleed. The pt was treated with octreotide. The international normalized radio (inr) was lowered to 1.5 and no more bleeding was noted. Additional info noted that the pt was discharged home with no more reoccurring bleeding.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.